Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy procedure, the probe was loaded into the driver and driver went to red lights. The procedure was completed with another probe from a different lot# and same driver. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the probe was returned used. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed forward on the probe cover. The cannula driver was in its initial position. The slider was in its initial position, indicating that the clutch wheel was engaging the internal gears, at that the probe was in sample acquisition mode. The sample notch was retracted 8.3cm into the cutting cannula. The gears were out of alignment. Per the event description, the device was inserted into the driver and the driver went immediately to red lights flashing. The condition of the returned probe was not consistent with the reported failure. Functional/performance evaluation: in order to functionally test the probe, the cannula driver and slider assembly were removed to straighten the toothed rack. There was no tissue found in the sample notch. However, the toothed rack was found to be fractured 6.5cm from the sample notch crimp. As a result of the broken toothed rack, functional testing could not be performed. The cover plate was removed to locate the fractured portion of the toothed rack. Upon removal of the cover plate, it was observed that the gears were not damaged. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation for the probe is inconclusive for device inoperable, as functional testing could not be performed due to a broken toothed rack. The investigation for the probe is confirmed for a broken toothed rack. Per the event description, the devices were inserted into the driver and the driver went immediately to red lights flashing. The condition of the returned probes was not consistent with the reported failure. The root cause could not be determined based on the available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.